Event description:
The account alleged that the head of the bed would not raise. No pt impact.

Manufacturer narrative:
The tech determined that the issue was due to the hydraulic manifold. The tech replaced the hydraulic manifold to resolve the issue.